Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b6; d1; d2b; d4; d10; g3; g4; h2; h4; h6. D10: g7 pps ltd acet shell 52e. Item: 010000663. Lot: 3360499. G7 neutral e1 liner 36mm e. Item: 010000857. Lot: 3302871. Cer bioloxd option hd 36mm. Item: 650-1057. Lot: 392850. Cer option type 1 tpr sleve -6. Item: 650-1064. Lot: 992340. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a5; a6; b5; b6; b7; g3; h2; h3; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient had a right tha previously. Patient has since been having issues and reporting pain in the hip. During the follow-ups the doctor notes he is concerned for metallosis and trunnionosis. Patient had x-rays and blood lab results. Results have no evidence of fracture or dislocation, had good alignment. Lab test results for chromium and cobalt are normal within range. MRI results show no evidence of osseous abnormality or osteolysis. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the patient has been experiencing right hip issues and pain since his initial implantation. It is now approximately 11 (eleven) years post-surgery. An MRI was performed that displayed small chronic bone fragments at the greater trochanter; otherwise, unremarkable without evidence of osseous abnormality or osteolysis. All products remain implanted. Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
(B)(4). D10: unknown 52mm shell. Unknown 36mm liner. Unknown head. Unknown sleeve. H6: proposed component code: mechanical (g04) - stem. The customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient has been experiencing right hip issues and pain since his initial implantation. It is now approximately 11 (eleven) years post-surgery. No further details or medical records have been provided.